Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. The air gas module of the ventilator was contaminated with water/moisture. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. Water/moisture in the air gas module was found which caused the air gas module to be defective. The air gas module needs to be replaced. The device logs were not received and no part was returned for investigation. Moisture/water in supply gases into a gas modules can cause failure which might lead to a stop of ventilation or high pressures. Alarms will be generated. According to the user's manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The most probable source of moisture/water into a gas module is moisture from the hospital's gas supply system and/or external compressor. The root cause of the reported event has not been determined.